Event description:
It was reported by the rep that during a laparoscopic gastric sleeve procedure on the fifth firing, gold reload and peri strip. Prior to the fifth firing the surgeon¿s assistant noticed that the shaft on the device looked bent. The assistant said something to the surgeon, but the surgeon decided to use the device. The knife deployed and the motor was struggling to work. The knife was pushing the peri strip and tissue out of the device, but did complete the cutline. No staples deployed. Bleeding occurred, but unknown how much. There was no transfusion required. A second device and gold cartridge were pulled. The surgeon left enough margin on the stomach that he could put the device inside and fire the device over the existing cut line to control the bleeding. The procedure was completed with no patient consequence. On what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th. Echelon straight/flex: flex. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? 3-black, 1-gold. Was buttressing material utilized? Yes. If so, which product? Peri strips. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one device was returned in good visual condition and with one cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cutting issues were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cutting issues were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.